Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by clicking resume insulin to continue insulin delivery. No third party assistance was required. Reportedly, the customer continued to use the pump for insulin therapy.